Manufacturer narrative:
D9: updated the devices return information.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that 39-year-old male patient with acute myocardial infarction cardiogenic shock, post CPR. The patient had had an impella cp placed originally and was taken to the or for escalation from cp to 5.5. When trying to pass the 5.5 through the anastomosis over the wire there was visible buckling of the impella on fluoroscopy. Multiple wires were kinked while trying to advance the 5.5 pump. Propofol was used to coat the cannula for lubrication. Eventually a new wire was inserted into the lv and a new 5.5 was obtained due to visible kinks on the cannula and catheter.

Manufacturer narrative:
Section d catalog number was corrected.